Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 05/25/2017 with the following findings: review of the pump¿s black box indicated a time/date reset after a rebooting event on (B)(6) 2017 at 09:22. When pump was powered back on the time/date was set to 04/25/2016 21:35. A manual date/time change was then made from 04/26/2016 00:29 to 04/26/2017 12:31. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. All deliveries performed during investigation were recorded accurately in the pump¿s history. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose on an unknown date was 2.1 mmol/l without signs or symptoms of hypoglycemia. It was reported the time reset to default when the battery was removed for less than 12 hours. This complaint is being reported because the reported health event was attribute to an alleged device issue.